Manufacturer narrative:
Findings: unit motor error alarmed during basic occlusion test due to faulty sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. No alarm during testing noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was over 600 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.